Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV of right breast". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter: additional phone number: (B)(6). Health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.